Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with fuzzy vision one week following an intraocular lens(iol) implant procedure. Posterior capsular opacity was diagnosed, however, the doctor does not feel this is the cause for the fuzzy vision. The lens remains implanted.

Manufacturer narrative:
The initial report was sent in error and did not meet reporting requirements. (B)(4).

Event description:
Additional information was received from the surgeon reporting that the fuzzy vision was attributed to a patient adaptation issue. The postoperative distance vision is 20/25 in the operative eye. The surgeon would like to discontinue any investigation.